Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system screen was stuck in black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture ,19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system was stuck on a black screen and unable to power on. A field service engineer (fse) observed that the half-height cubie drawers 3.1 and 3.2 in the main had failed, and users were unable to recover the system. Upon inspection, it was found that both the drawer controller and the module controller were non-functional, with no light-emitting diodes illuminated on the module controller. The module controller and drawer controller were replaced. After the replacement, the operation was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier, medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture ,19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system was stuck on a black screen and unable to power on. A field service engineer (fse) observed that the half-height cubie drawers 3.1 and 3.2 in the main had failed and found that both the drawer controller and the module controller were non-functional, with no light-emitting diodes illuminated on the module controller. The module controller and drawer controller were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system screen was stuck in black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.